Event description:
During an endoscopic procedure the tip of the catheter separated. The physician was able to retrieve the tip. No pt injuries/complications noted. The device was not returned. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. However, since the eval has not begun the co is unable to determine if the device met its specifications. The co believes user technique, and/or pt anatomy may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause for this event.